Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) batteries not charging and fill manifold failed . There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (initial reporter and email), e2, e3, e4, h6 (clinical and impact code) updated data: b4, g2, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries not charging and fill manifold failed.

Manufacturer narrative:
Updated - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The failure analysis and testing department received the following part associated with this complaint. Tubing assy was received with a reported unit failure message of fill manifold test fail. Performed visual inspection of this part received and found tube was pinched and not in good condition. This probably cause of failing fill manifold tests. The fat department. Cannot be investigating this part with cardiosave test fixture. It may risk to harm test fixture. Retaining tubing assy, in the fat department. The most probable root cause for the reported failure is a loose connection. The fse replaced helium tubing (0004-00-0103) to resolve the manifold failure. As a precautionary service, replaced the primary 9v battery alkaline (0146-00-0146) as they were due for replacement, o-ring, buna-n 1-008 n70 (0354-00-0208), cardiosave rtc nvram ic (mca000000108), cable assembly ,ECG lead-wire set (distal end) (0012-00-1813), special o-ring (onboard-stock), knob he tank valve (0366-00-0092). Further, unit is complete w/the following accessories: ECG leads, print paper, IV pole, and doppler assembly. All the tests in accordance to the manufacturer's specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h11. Corrected field: d9 (return to manufacture date).

Event description:
N/a.